Event description:
The customer reported via phone call that she was inserting a sensor and when she removed the serter the needle snapped in half. Customer's blood glucose was 465 mg/dl. Customer was advised that the sensor will be replaced. Customer stated that nothing came out of the serter. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Unable to confirm insertion anomaly due to the customer insertion needle was separated from the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.